Event description:
It was reported the insulin pump was vibrating and was not display anything. Customer's blood glucose was 400 mg/dl, treated with a bolus. Customer's sister stated, the customer did not press any buttons. Vibrate feature was turned on. Battery was not low and did not recently insert a new one. Self test was performed and device did vibrate during test. Customer's sister declined trouble shooting for high blood glucose. The device did have a no delivery alarm in the alarm history file. Customer's sister stated, the reservoir was low and that's what caused the high. Customer requested the device to be replaced. Customer stated she did not have button issues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.